Event description:
End user states the joystick is intermittent. End user states she does not have the serial number available. End user states there were no injuries nor any issues of abandonment associated with the incident.